Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an extensive testing of the 980 ventilator, multiple issues were found regarding the graphical user interface (gui). Per the customer, the gui would become blank and/or responsive. In addition, the customer also reported that the ventilator would occasionally restart when the gui issues occurred. The customer reported that this issue was normally resolved by "switching usb ports and/or swapping the usb device." One issue required the ventilator to be shutdown to resolve the gui issue. The ventilator was not in use on a patient at the time of the reported event.